Event description:
The manufacturer received information alleging a ventilator¿s pressure mismatch. The device was not in patient use. The device's machine flow sensor needs to be replaced to address the issue.